Event description:
A valiant thoracic stent graft system, was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm in zone 4. Based on pre-implant imaging, the diameter of the non-aneurysmal proximal neck was 33mm, diameter of the non-aneurysmal distal neck was 39mm, maximum aneurysm diameter was 71mm, aneurysm length was 98mm, the length from top of arch to proximal aneurysm was 200mm, and the length from bottom of arch to proximal aneurysm was 140mm. The distal neck had moderate calcification. It was reported that the patient a fever as a symptom of the infection. Gallium scintigraphy test revealed collections of inflammation around the site where the stent graft was implanted. The patient was treated with medication and continued to be monitored. Per the investigator it was noted that the event was related to the product and not related to the procedure. The patient was considered to have an onset of aneurysm rupture due to infectious disease. Therefore, the causality between this event case and the relevant device was considered to be as same as the case of infectious disease. The cause for the original source of infection was unknown. The patient later expired due to the aneurysm rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.